Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained via a radial approach. The target lesion was located in the moderately tortuous and calcified left anterior descending artery. The physician advanced a 15mmx3.00mm nc quantum apex balloon to postdilate the lesion. The nc quantum apex was inflated for 10 seconds. On the second inflation the balloon ruptured at 20atms after 10 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).